Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was programmed with a test glucose meter. The pump connected properly and received the 91 mg/dl display values form glucose meter. The pump failed leak test. The pump leaked at a cracked on the back of the case. However, no traces of moisture were found at electronic or motor assemblies per visual inspection. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump received with peeling display window cover. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump had physical damage and moisture underneath the screen. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details are given.